Event description:
Customer's mother reported that the customer had high blood glucose of over 300 mg/dl. Caller stated that the reservoir was leaking insulin into the reservoir compartment during normal use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.